Event description:
On (B)(6) 2018, a 20mm amplatzer atrial septal occluder (aso) was selected for implant with a 9f amplatzer torqvue delivery system. During the second or third implant attempt, the 20mm aso device was deploying in a cobra shape. The physician removed the 20mm aso, unscrewed the device from the delivery cable, massaged the device, and reloaded the device. The 20mm aso was redeployed, but the cobra shape remained. The patient is reported stable. Additional information has been requested.

Manufacturer narrative:
Additional information received.

Event description:
On (B)(6) 2018, a 20mm amplatzer atrial septal occluder (aso) was selected for implant with a 9f amplatzer torqvue delivery system. During the second or third implant attempt, the 20mm aso device deployed deformed, cobra shaped. The physician removed the 20mm aso, unscrewed the device from the delivery cable, massaged the device, and reloaded the device. The 20mm aso was redeployed, but the cobra shape remained so it was not released. The procedure was aborted due to not having anymore 20mm occluders. The patient is reported stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be reproduced when analyzed at abbott. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. However, one photo was received from the field. Based solely on this aforementioned photo, the occluder appeared to deploy in a deformed, 'cobra,' formation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.